Manufacturer narrative:
Concomitant medical products: fr995-25 tissue valve, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a measurement lock-up causing the device to read a value of zero for battery voltage, trigger elective replacement indicator (eri) and revert to a vvi pacing mode at sixty-five beats per minute. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) was revised.